Manufacturer narrative:
Samples received: 3 unopened pouches and 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received three closed samples and an open and unused unit. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 4.90 kgf in average and 4.48 kgf in minimum (ep requirements: 3.98 kgf in average and 1.89 kgf in minimum). The open sample received is unused and the thread is not degraded. We have received some pictures showing that the thread was found degraded before use (in two units). However, as the defective samples have not been received the root cause of the defect cannot be determined. Taking into account that no other customer complaints have been received concerning this issue we consider that these are isolated units but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. Corrective/preventive actions: a six-sigma project is on-going (project reference (B)(4)) this project takes actions to improve the untightness detection system.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: china. It is reported that the product looks like ash when touched. According to the information: there are three possible batches: 115042, 115072 and 115094. All med watch submissions related to this report are: 3003639970-2017-00577, 3003639970-2017-00580, 3003639970-2017-00581.